Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. No audio/beep anomaly noted. Unable to confirm unexpected restart error alarm and unable to perform any tests due to the blank display. The following physical damage was noted: cracked battery tube threads, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that she took a shower and forty minutes later the insulin pump had a blank display anomaly and constant tone. The patient's blood glucose at the time of incident is unknown. The customer stated that the device was exposed to moisture from showering. The patient stated that she was unable to clear the constant tone by pressing esc/act. The customer inserted a new battery and the tone disappeared. The customer set up the time and rewound the device; however, the screen went blank. Once the battery was removed the insulin pump gave off a ticking sound. The insulin pump will be returned and replaced.